Event description:
It was reported that while doing triathalon primary during implant of the insert when the surgeon attempted to seat the insert, the metal wire flipped up. Surgeon took out the insert and implanted another insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. The insert and locking wire partially attached were returned. Visual inspection revealed that the superior bearing surface appears undamaged and is unremarkable. Inferior surface of the insert component, the locking wire has been displaced on one side. There are marks on the posterior lugs of the insert which appear to have been caused during the attempted seating, the insert component may have encountered an obstruction. There are scratches evident on the locking wire which appears to have been caused by the user during the attempted implantation. It appears that an implement was used to push back on the insert component during the attempted seating causing the deformation and scratches observed on the locking wire. The reported component was not implanted. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there is one similar events reported for the lot, this investigation determined that the event was user related. Conclusions: based on the visual inspection of the returned component, the damge observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that while doing triathlon primary during implant of the insert when the surgeon attempted to seat the insert, the metal wire flipped up. Surgeon took out the insert and implanted another insert.